Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were unremarkable. It was reported that after the stent grafts were successfully implanted, there was a type IV endoleak seen at the hip location and on the left of the bifurcated stent graft. The stent graft was modeled with a balloon; however, the endoleak did not resolve. No further intervention was performed and the decision was made to evaluated the endoleak at the 30 day follow-up. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4).